Event description:
Staff finding difficulties with roller clamp. It either allows the IV bag to flow freely or it stops suddenly. The rn set the rate with the roller clamp and later returned to find that patient has received the whole bag of IV fluid. This patient received 1000ml of normal saline bolus. The desired rate of fluid flow was estimated at 100ml/hr. Patient doesn't have any medical history that would concern us with the patient getting the extra liter of fluid in a very short time. Patient was examined before discharge and found no fluid overload or any other complications. Manufacturer response for primary IV set, lifeshield: sales rep took possession of the product on the day of the incident and provided tracking number for manufacturer evaluation.